Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing low flow alarms while volume was good, and blood pressure was 68 mmhg. The log files were submitted for review. The event log captured multiple low flow events with flows noted as low as 2.1 lpm. It was later communicated that the device operated as expected. The alarms were not considered to be device related issues. The patient's was given intravenous fluids (ivf) in clinic and their medications were adjusted. However, a computed tomography (CT) was ordered to confirm there was no extrinsic outflow graft obstruction (eogo). The low flows were suspected to be volume related. The patient did not report further alarms.